Event description:
Healthcare professional reports generating different results compared to central lab with protime microcoagulation system. On (B)(6) 2011, protime generated pt/inr 1.3, lab generated pt/inr 2.1. Medication dose was increased. On (B)(6) 2011, protime generated pt/inr 2.0. Lab generated pt/inr 3.6. Pt's therapeutic range 2.0 - 3.0. This event occurred outside the us during the course of a blinded pharmaceutical clinical study. No adverse event (s) reported.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 references itc complaint #(B)(4) (cuvette lot #l0kwc163). Method: MFR/eval/investigation in process. Device record history for cuvette lot was reviewed. No ncmrs, complaint strends or related CAPA identified. Result: record eval completed. Product met all release criteria. Complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.